Event description:
A surgeon reported the sys shut down on its own during a cataract procedure. The xase was completed by rebooting the system. There was no harm to pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the problem reported. The system was found to meet specifications at the time. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).